Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the meningitis was not from the pump but was viral and that the patient was doing much better. The patient was released from the hospital on (B)(6) 2013. It was reported, "he is doing well, no further problems."

Event description:
It was reported, the patient had meningitis. As of the report date, the patient had been hospitalized since (B)(6) 2013 with meningitis. The patient's refill date was to be the following friday (B)(6) 2013, so the reporter was arranging for the refill to be completed in the hospital. The drug in the pump was baclofen. No other information, nor was the cause of the meningitis was reported. Additional information has been requested, but was not yet available at the time of the report.

Manufacturer narrative:
Other relevant component includes: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2012 explanted: (B)(4) 2016 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer on (B)(6) 2017 by the manufacturing representative (rep) for analysis. The rep was not aware of any complaint information associated with either of the devices.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient all of a sudden starting experiencing a dramatic increase in spasticity suggesting a pump malfunction. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Interrogation of the returned device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of baclofen with a daily dose of 849.6 mcg/day in flex dosing infusion mode. Analysis of implantable pump serial number(B)(4) did not reveal any anomalies. Analysis of implantable catheter serial number (B)(4) revealed an insignificant indent in the cup of the connector which did not affect the performance of the device during functional testing in the lab. If information is provided in the future, a supplemental report will be issued.